Manufacturer narrative:
Follow-up #1: date of submission 01/31/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: the complaint of a blank display could not be duplicated on investigation; the display was not blank at startup. The pump was opened and no defects were found to the display components. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.